Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination revealed that two of the four castle nut tabs was fractured at the distal tip of the instrument. The fractured castle nut tabs were not provided with the instrument. The fracture analysis report noted that the fractured surfaces exhibited rough material that extends across the entire surface suggesting the tabs underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the castle nut tabs becoming broken cannot be positively determined. However, the fracture analysis report noted that the fractured surfaces exhibited rough material that extends across the entire surface suggesting the tabs underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: l3/4 posterior instrumented fusion (primary). When tightening the di setscrew, the di cannulated castle innie tightener was used and one of the castle teeth broke off on tightening. The castle tooth was removed from patient and the innie tightener will need to replaced. During procedure, the surgeon was able to torque off the di setscrew using another device. Case was completed successfully. Case delayed by 5 minutes. No adverse event to patient.